Event description:
Boston scientific crm received information via literature review, that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room with a history of sudden onset palpitations associated with syncope. Device interrogation revealed episodes of non-sustained ventricular tachycardia (nsvt) at 220 ms. Post-tachycardia, another episode of nsvt with longer duration, was induced by rate smoothing (rs) pacing algorithm following premature ventricular beats. The literature describes this unique form of device-related proarrhythmia causing syncope.

Manufacturer narrative:
The patient's medication regimen was adjusted. A non-invasive programmed simulation was performed with successful termination of ventricular fibrillation. The device was reprogrammed. The rs algorithm was turned off. No further symptoms have been reported. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.